Event description:
It was reported that the lead was implanted and after several repositioning attempts low p-wave and impedance were measured. It was noticed that the stylet was not easy to insert/retract. The helix mechanism of the lead didn't work properly. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed that no anomalies were found. Blood was present in/on the helix mechanism.